Event description:
4 months postop the patient returned with dyspnea, weakness and palpitation. Echocardiography revealed an occluded mitral valve. The patient was reoperated, the valve removed, and the patient recovered.